Event description:
It was reported that the pump has stopped all insulin delivery. The customer also reported that while in florida, an extreme temperature warning was noted. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.